Event description:
As reported by a field clinical specialist (fcs), in 2017 a 29mm sapien 3 (s3) was implanted and resulted in moderate to severe paravalvular leak (pvl). This valve looked 60/40 on greater curvature, 85/15 on lesser curvature. By CT the 29 measured 540mm2. The operator balloon dilated the 29mm s3 valve with a 28 z med balloon twice, with limited success. The 29mm s3 did expand and the pvl looked mild-moderate. The operator then decided to implant a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, deeper in hopes of sealing in the lvot. The operator deployed a 26 +2cc deeper and reduced the pvl to trace-mild by angiography.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, procedural training manual and no IFU/training deficiencies were identified. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular leak or transvalvular leak. Non-emergent reoperation. Sapien 3 valve positioning - use fluoroscopy to visualize the thv during positioning. Obtain a good angiographic view for coaxial placement. Position thv coaxially within the native annulus using distal flex. Obtain the previously determined coplanar fluoroscopic view. Position the bottom of the center marker at the base of the cusps using fine positioning. Typically final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone. A risk assessment was performed and there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure events. The benefits of the device outweigh the risks associated with inadequate thv performance over time leading to pvl and resulting in additional percutaneous intervention. The complaint for paravalvular leak was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was post-dilated twice, and the pvl was reduced. It is possible that the change to cardiac structure over time may have worsened the pvl. Additionally, it was reported that "this valve looked 60/40 on greater curvature, 85/15 on lesser curvature". Per training manual, optimal final position for a sapien 3 valve should be 70/30 to 80/20 (aortic ventricular). In this case, it is possible that the valve was canted, which contributes to the reported pvl. As such, available information suggests that patient factors (cardiac remodeling) and/or procedural factors (canted valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.